Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer right side drawer slide rail was damaged. A field service engineer found the rail was defective, and the bearing cage was sticking out the back, replaced the rail. The staff had pulled the cubie pockets and medications out of the drawer, and when user tried to put them back, there was no communication regarding which items belonged in which pockets or proper labeling on the cubie pockets. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary right-side rail of full height cubie drawer 2 in station was found damaged. Customer stated that the issue caused the drawer to jam. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.